Event description:
It was reported that during use with one unit of prismaflex m100 set, damage in the connection dialysate port to support plate was observed which resulted in an external fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed the dialysate port was cracked. The reported condition was verified. The cause of the crack was related to mechanical shock during transportation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3: the actual sample was not available however, sample pictures were provided for investigation. The visual inspection of the provided pictures showed that the dialysate port was cracked. The reported condition was verified. The cause was identified as a shock that occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.